Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction- b1, h1: the device was returned for investigation within the unopened, sealed packaging. No hair or other foreign matter could be found on the device or within the packaging. There is no evidence to suggest that the observed device findings would be likely to cause or contribute to a death or a serious injury if they were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: around (B)(6) 2021. Exact date unknown. Occupation: office manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while opening the packaging of an urethral dilator set, a hair was observed inside the packaging. Another same type device was used to complete the unspecified procedure. No adverse events have been reported as a result of the alleged malfunction.